Manufacturer narrative:
H10: bench repair replaced the lcd panel, lcd cable, ui pcba, lcd screws, and lcd tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the backlight on the display was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the backlight on the display was dim. The rse then recommended replacing the user interface assembly. The unit was sent to bench repair for further investigation. The field service engineer (fse) at bench repair confirmed the reported issue of the backlight of the display was dim. The fse advised that the customer would need to order a 2nd generation light crystal display (lcd) panel with the following parts for upgrade, lcd cable, user interface (ui) printed circuit board assembly (pcba), lcd screws, lcd tray. Bench repair is currently pending. Investigation is ongoing.